Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not hold burr" was confirmed. During svc, the device's pre-repair diagnostic assessment noted "can't hold cutter." If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device "will not hold burr" during surgery. It is known that device was being used during surgery however no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.